Manufacturer narrative:
B5: additional information. Patient outcome: all patients recovering with no clinically significant vision loss from the event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. Model no. Is unknown as it was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot was not provided. Expiration date is unknown as lot was not provided. Manufacturer date is unknown as lot was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation could not be performed as the phaco tubing pack model number and lot number were unknown. Product testing was not conducted as device was not returned; therefore the reported complaint could not be confirmed. Based on the information obtained, there is no indication of a product malfunction. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cataract patients presented with toxic anterior segment syndrome (tass) after using phaco handpiece and signature disposable tubing packs. A brief description from the surgery center indicated that they have had two cases of tass. Attempts at follow up have been unsuccessful and no additional information is available at the time of this report. This report is for the tubing pack used for the 1st unidentified patient. A separate report is being submitted for the handpiece used for the patient. Also separate reports for handpiece and tubing pack will be submitted for the 2nd unidentified patient.